Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that that the "2" button on the number keypad on the touchscreen is shifted over to the right, overlapping the "3" button. Customer stated that the pump touchscreen still registers the "2" button when he presses on the area where the "2" button should be. The pump is still functional. The customer's blood glucose level was not impacted. The customer reported that the current pump would continue to be used for insulin therapy.